Manufacturer narrative:
(B)(4). D10: cat: 00631005028 lot: 60249397 liner 10 degree elevated rim . Cat: 00801802803 lot: 60247762 femoral head . G2: foreign ¿ australia . The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 20 years post-implantation, the patient underwent a hip revision due to lysis. The stem and acetabular components were revised. Attempts have been made and no further information has been provided.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (5648920).

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (5648920).